Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini, cubie which was locked contained a medication. However, it was indicating to the nurses that there was none available, even though the report showed that 14 tablets remained. Two cubies in the cabinet contained this medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie had locked. The technical support specialist (tss) found that both cubies containing oxycodone ir 5 mg tablets were locked. A nurse contacted the appropriate customer representative to authorize the unlocking of the cubies. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, cubie which was locked contained a medication. However, it was indicating to the nurses that there was none available, even though the report showed that 14 tablets remained. Two cubies in the cabinet contained this medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.